Event description:
(B)(4). I had the device put in at the end of (B)(6) 2014. I immediately had intense cramping which has continued. I feel as though there is a constant burning in my lower abdomen. Lost all sex drive, body aches and have put 20 lbs in less than 6 months which I can not get off. My hair is falling out and I feel depressed. Yes it was covered by my insurance.